Event description:
A plate broke post operative and was removed.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device has been returned.